Manufacturer narrative:
B3: event date is not known. The revision occurred (B)(6) 2026 but it is unknown when the event began. Continuation of d10: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2020; partial explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving dilaudid (hydromorphone) (24mg/ml at 5mg/day), baclofen (200mcg/ml at 41.66mcg/day), and bupivacaine (18mg/ml at 3.750mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient reported experiencing uncontrolled pain to their (hcp, and no relief when their hcp increased their daily dose. The hcp attempted a pump dye study in the clinic, and the pump dye study failed and the hcp was unable to aspirate and ordered a catheter revision. The patient denied any falls or physical trauma. The rep reported that there was a discrepancy noted at the time of the patient's in office pump refill, and more volume was in the reservoir than the tablet said should be in the reservoir. That, in conjunction with the loss of effective therapy prompted the dye study. The patient had requested that the catheter tip be placed higher than its current position while revising the catheter. The hcp accessed the midline incision, removed 18.5cm from the intrathecal portion of the spinal segment of the existing catheter and replaced the spinal segment with a new catheter portion. The hcp advanced the new catheter tip to t8 (8th thoracic vertebra). The issue was resolved at the time of the report.